Event description:
Information was received indicating that the motor of this syringe infusion pump was not running. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. A visual inspection revealed the top case to be cracked, a cracked and chipped left bottom corner, and a cracked battery door. A review of the pump event history log confirmed the reported issue of motor not running. The reported issue was confirmed during testing. Repairs to the device included replacement of multiple parts on motor assembly and clutch assembly. The root cause of the reported issue was determined to be normal wear.